Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis the day before training on continuous glucose monitoring. The customer stated her infusion set was not sticking. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.